Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive steerable sheath, the patient experienced left upper hemianopsia vision loss. Prior to the procedure, blood clots were ruled out. The procedure was completed with no complications at the time, however post ablation, the patient reported a loss of vision. The physician suspects that the patient may have had a stroke following the ablation procedure, but a stroke has not yet been confirmed. Imaging had been ordered for the patient. The patient's vision was reported to be improving, and no treatments had taken place. The catheter was disposed by the facility and will not be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block h6 impact code.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive steerable sheath, the patient experienced left upper hemianopsia vision loss. Prior to the procedure, blood clots were ruled out. The procedure was completed with no complications at the time, however post ablation, the patient reported a loss of vision. The physician suspects that the patient may have had a stroke following the ablation procedure, but a stroke has not yet been confirmed. Imaging had been ordered for the patient. The patient's vision was reported to be improving, and no treatments had taken place. The catheter was disposed by the facility and will not be returned.